Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump did not prime" was duplicated. The probable cause was defective expulsor and valve. Visual inspection found damaged(detached) downstream occlusion (dso) seal. The dso seal, expulsor and valve were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump did not prime¿; during device evaluation it was found the downstream occlusion seal was detached. Reported status of the device was before medicine administration, there was no reported patient involvement and no harm.